Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: upon visual inspection, it is observed that the device has broken at the proximal thread near the distal tip. The broken off distal threaded tip was lodged in mating device. The fracture surface appears homogeneous with no voids or dark spots. The lot number etched on the device was faded and illegible. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Dimensional inspection of the received device was performed. The diameter of the groove near the threaded tip was conforming. The diameter of the shaft near the threaded tip was conforming. All the dimensions are within specification. The relevant drawing was reviewed; no design issues or discrepancies were found during this investigation. The complaint is being confirmed as it was found that the distal threads of the complaint device were observed to be broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings; relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, 1 radiolucent insertion handle and 1 driving cap/threaded was broken. There was no patient involvement. This complaint involves 2 devices. This report is for (1) driving cap/threaded. This report is 2 of 2 for (B)(4).